Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defect reported by the customer operational and diagnostic analysis confirms the reported functional issue, caused by a shorted cable. The root cause for the failure is a short in the cable. The testing of the unit was not completed, due to the need for cable replacement. Unit placed in long term hold. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer at that time. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that both micro tornado handpieces with hand controls, the button are not functioning and sticking. The devices were not used in surgery. The issue was tested for trial site. There was no patient harm or surgery impact.